Event description:
Boston scientific received information that this pulse generator may have caused or contributed to the patient feeling different than normal when he welds. The patient stated that now when his device is beeping, he also feels the same symptoms. The boston scientific technical services consultant explained how welding can affect his device and that he should maintain a 24 inch distance from his device and the welding equipment.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.